Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaw1538 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the PICC was placed in the patients right arm. Healthcare professional stated the PICC was cracked and leaking externally. PICC was removed and discarded. No other information was provided.